Event description:
The customer reported the subject device was not displaying an image when in use with olympus evis exera ii scopes. The reported problem was found during preparation for an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed and found to be caused by a printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, this machine was found to have been manufactured before the change on the operational amplifier circuit design of the patient circuit (dr) board were applied. Therefore, it was presumed that it was caused by the failure of the operational amplifier. It was confirmed that the design of the dr board was changed on april 16, 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 series scope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was reported by customer stating that the intended procedure was endoscopy.